Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the provided information and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
The following information was reported: when the deployer shuttled down and withdrew the sheath from the patient's body there was no white tube. The deployer deflated the balloon, pulled everything out from the patient and held manual pressure for approximately 5 minutes. The patient was discharged as originally planned with no further complications noted. Procedure type: diagnostic heart cath procedure date: sometime in (B)(6) 2015.